Event description:
The customer contacted baxter's technical service center regarding a check supply line alarm, which occurred on the homechoice during the prime cycle. The home patient (hp) stated he removed the heater bag and replaced it with another bag. The baxter technical service representative advised the hp that the set-up was now compromised. The hp will restart therapy with new supplies. No patient injury or medical intervention was reported at the time of the initial call.

Manufacturer narrative:
(B)(). Sample availability is unknown at this time. Should additional information become available, a follow-up report will be submitted.